Event description:
New information states that device check on (B)(6) 2019 revealed far r wave oversensing episodes leading to multiple auto mode switches.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented via remote transmission. Upon review, the device exhibited multiple auto mode switch episodes due to far r wave oversensing. No intervention was performed. The patient will continue to be monitored.

Event description:
New information states that the patient was seen in clinic on (B)(6) 2019. Programming changes were made. The patient was fine.